Manufacturer narrative:
(B)(4). This reported was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Nicu rn noticed that tpn was leaking to the floor from inside the pump. She removed the set and found a pin sized hole in the upper portion of the pumping segment. The tpn was discontinued and routine labs were drawn in the morning. There was no report of patient harm or medical intervention. No further patient/event information is available.